Manufacturer narrative:
In addition to the missing glue around the forceps cover at the distal end of the device, service also found there was peeling of the cement around the light guide (lg) lens. There was a small cut on the top of switch button 1 (one). The electrical safety test failed on the insertion section (the insulation resistance value between the distal end and the connector was out of specification). There were minor scratches on the distal end. There was also a customer barcode on the grip of the control body, and excessive play of the control knob. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that during an unspecified diagnostic procedure, there was an issue with the biopsy channel/elevator area of the evis exera ii ultrasound gastrovideoscope. There was no report of patient or user harm associated with the event. The device was returned to an olympus service center for evaluation. During inspection and testing, service found the adhesive around the forceps cover of the distal end was missing. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. This MDR is being submitted to capture the reportable malfunction found during the device evaluation (missing adhesive).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the cause of the event likely occurred from external force applied to the part. Investigation confirmed that there was no adhesive in the position where adhesive should have been applied. However, the specific root cause could not be determined at this time. The following information is stated in the instructions for use (IFU): "3. Inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.